Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause or contributing factors of this issue were unknown.

Manufacturer narrative:
Patient information was unavailable from the site. Device serial number unavailable. UDI not available for this system. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the navigation system was used as usual but it was noticed that the screen of the navigation system became dark and the system was powered off. The issue was resolved after rebooting. This issue occurred two times. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.